Event description:
Noise was observed on the lead during auto mode switching episodes. Noise was observed on the atrial channel. Isometrics were performed but no noise was reproduced. X-ray did indicate a lead problem. At subsequent checks, noise could not be reproduced. Both leads will be monitored at future follow-ups.